Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy assisted distal gastrectomy, the reload was inserted into the peritoneal cavity from the trocar, and it turned out that yellow fragment dropped into the body cavity before resecting the duodenum. The surgeon collected the fragment without any problems and overlapped with the yellow tab of reload, it was found that the protruding portion for locking the cartridge was as same as the fragment. They used another device to continue. The event occurred during the procedure but the product was not used for patient.